Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of hospitalization for fluid overload. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the liberty select cycler. Although the patient reported manually draining 3,000ml two days prior to the hospitalization, there is no evidence of an overfill event in the patient treatment records and the pdrn was not aware of any overfill event or symptoms related to an overfill event. The cause of the patient¿s fluid overload was not provided; however, there are several reasons a patient can become fluid overloaded including peritoneal membrane dysfunction and mechanical problems. The patient treatment records were not forwarded for review; however, technical support did not find any evidence of an overfill event or cycler malfunction. The liberty select cycler was replaced based on the patient¿s report of the manual volume drained. It is unknown what delflex solution strength the patient was utilizing and whether or not the patient was following diet and prescription medication as prescribed. The patient¿s pdrn did not allege any malfunction or deficiency of the liberty select cycler related to the patient¿s fluid overload hospitalization. Based on the available information there is no evidence of a liberty select cycler malfunction that caused the patient¿s fluid overload and hospitalization. However, it cannot be concluded if the liberty select cycler or pd therapy could have contributed to the patient¿s adverse event.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2021 with an admitting diagnosis of fluid overload. Multiple attempts were made to acquire additional information. The pdrn was unaware of the patient reporting an overfill nor any symptoms related to an overfill. As of (B)(6) 2021 the patient remains hospitalized and the clinic has not received any further information regarding the patient¿s hospitalization. There was no allegation nor indication that the patient¿s hospitalization for fluid overload was as a direct result of a malfunction or use of a fresenius device, drug, or product.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2021 with an admitting diagnosis of fluid overload. Multiple attempts were made to acquire additional information. The pdrn was unaware of the patient reporting an overfill nor any symptoms related to an overfill. As on (B)(6) 2021, the patient remains hospitalized and the clinic has not received any further information regarding the patient¿s hospitalization. There was no allegation nor indication that the patient¿s hospitalization for fluid overload was as a direct result of a malfunction or use of a fresenius device, drug, or product.